Event description:
It was reported that several days after the patient's port was explanted, the device was sent to the pathology dept. For testing and was determined to be the source of the patient's persistent infection. Concern was expressed that the materials used in the manufacturing of the catheter contained too high of a concentration of barium sulfate particles for polymer formulation, promoting microfractures and weakening areas that led to the collection and proliferation of blood products, thereby drastically increasing the risk of biofilm, infection, and sepsis. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.